Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: one of the buttons is stuck, biomed cleaned it and I still couldn't get the button out a preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.